Event description:
Patient was transported to CT-radiology by transporter and rn; while in CT all 3 channels on IV pump failed. Pt on vasopressors and unstable. Nurse/transporter had to "run" with bed/patient to get back to micu (medical intensive care unit) asap so pump could be changed.